Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the pacing thresholds had risen and undersensing or diminished r waves were observed in the right ventricular lead since the date of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.